Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. Additional information was requested but could not be provided. Due diligence has been completed. No others leads or devices were implanted at this time. No additional adverse patient effects were reported.